Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with diabetes related kidney issues. Her blood glucose was 431mg/dl at the time of reporting. The customer was advised to do a complete infusion set and reservoir change. No equipment was returned. No additional information was reported.